Event description:
It was reported that the atrial lead was oversensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 330-801 competitor implantable pacing lead, (B)(6) 1991; 6949 implantable tachy lead, (B)(6) 2006; 4193 implantable pacing lead, (B)(6) 2006; d314trg implantable cardioverter defibrillator, (B)(6) 2012.